Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) device exhibited high thresholds and loss of capture. Reprogramming was initially performed. The device was later explanted and replaced with a dual chamber system. No patient complications have been reported as a result of this event.